Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device did not drive the disposables. The doctor removed the uterus vaginally to complete the case. There was no additional dissection and no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 10/15/2013. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.